Event description:
It was reported to us that the urinary drainage bag anti reflux valve does not work. We examined the returned sample, and, in the course of our examination, we were not able to duplicate and observe the reported issue.

Manufacturer narrative:
We discontinued purchasing this product on (B)(4) 2011 and we discontinued providing the product to cypress customers in (B)(4) 2012.